Event description:
Information received indicates the bed will not go into the trendelenburg or reverse trendelenburg positions.

Manufacturer narrative:
The technician cleaned the sticking release levers and pins to repair the bed.